Event description:
Consumer complaint of blood results reading "hi". The customer just had gallbladder surgery and does not feel well. I advised the customer to contact her doctor for further assistance. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.